Manufacturer narrative:
As specified by the reporting laboratory, the accidental exposure to the spu waste was the result of an operator handling error (i.e., laboratory technician tripped while discarding spu). The product labeling for the cobas ampliprep / cobas taqman (B)(4) is sufficient in that: a warning / precaution is provided that specifies the use of personal protective equipment, specifically, gloves, laboratory coat and eye protection. A warning / precaution is provided that indicates specimens and controls should be handled as infectious. There was no product malfunction or labeling deficiencies that lead to the event reported. (B)(4).

Event description:
A customer site in (B)(6) is reporting that a laboratory technician was treated after being exposed to sample processing unit (spu) waste from a test run for (B)(6) monitoring. The technologist performed a test using the cobas ampliprep / cobas taqman (B)(4) and, while discarding the spu after the run of (B)(6) samples, the technologist slipped causing one of the spu's to fall resulting in waste splashing into her eyes and mouth. It was not reported whether the technologist was wearing protective glasses when the splash occurred. The customer indicated that the technologist immediately washed her eyes and visited a physician; the technologist was not hospitalized. The technologist received medical treatment and was given (B)(6); the test results were (B)(6). The physician put the technologist on (B)(6), which is reportedly making her feel sick (specific medical treatment and medicine were not reported). It is unknown if the technologist was exposed to viable (B)(6) particles or whether the technologist required (B)(6) to prevent the progression of an (B)(6) infection. As this is unknown, this reported event is being handled as a potential serious injury event that required medical treatment to prevent permanent impairment of a body function.